Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (lowest in the upper 40's). Reportedly, the customer believes the cause was due to becoming more sensitive to insulin. The contact provided the customer with glucagon to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.